Event description:
It was reported that the procedure was to treat a mildly tortuous, concentric, and 90% stenosed proximal left anterior descending artery. The patient presented with an acute myocardial infarction and thrombus was aspirated. A 2.5 x 12 mm nc trek was being used for pre-dilatation and was inflated to 10 atmospheres. During the second inflation at 4 atmospheres the balloon ruptured. When negative pressure was applied, blood was observed coming into the indeflator. A non-abbott balloon catheter was used for further dilatation. A multi-link 8 was successfully implanted to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Brand name: guide wire: runthrough; guide cath: 6f mach 1 q3.5. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. A query of the complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.